Event description:
On/off button failed internal inspection performed in conjunction with return of product. (B) (4).

Manufacturer narrative:
Method code: device internal memory reviewed. Conclusion: on/off button is secondary means of activating AED (IFU instructs use of pull handle). This issue is being reported as it cannot be concluded that recurrence would not result in adverse event.